Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ indicating a faulty therapy capacitor. The device was not in clinical use at the time the issue was discovered, and there were no reported patient impacts or injuries. The complaint was escalated for technical investigation, and the results indicate the need to replace the faulty therapy capacitor due to its inability to function properly. Based on the information available and the testing conducted, the cause of the reported problem was a faulty therapy capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.